Event description:
A dreamstation auto CPAP device was returned to a third party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During evaluation of the device, foam particles were observed in the device assembly. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was scrapped.